Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; and inspecting and cleaning the diaphragm. During troubleshooting it was identified that the customer had been pushing the port plug down and holding it when single pumping, which led to a broken/damaged port plug. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she developed mastitis on (B)(6) 2019 and it was resolved with the exception of some nipple and breast tenderness, but she refused contact by a medela clinician since she was already working with two lactation consultants. She indicated that the replacement pump was working better than the original pump, although she was still having issues with the port plug when single pumping and the replacement pump was much louder than her previous one. The complaint handler recommended that she contact customer service regarding the issues she was experiencing with the replacement pump. The customer contacted customer service on (B)(6) 2019 and was sent a second replacement pump. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump had low suction, which caused her milk expression to go down from 16 ounces to 8 ounces. She additionally alleged that she had mastitis, for which she was prescribed antibiotics by her doctor.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2019. The device passed suction and cycle specifications when tested with the customer's parts and when tested with a medela lab kit. Refer to attached evaluation. The customer's report of low suction could not be confirmed.